Manufacturer narrative:
Manufacturer ref # (B)(4) it was reported that during a cardiac ep study with ablation procedure, multiple times during the ablation phase of the procedure, the coolflow pump would stop irrigation and reboot. "88" in display. Due to the failures of the pump, the nav sf mapping/ablation catheter became blocked with blood and would not irrigate. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, an electrical test was performed and catheter passed. In addition, an irrigation test was performed and catheter failed. The catheter was then dissected and it was noticed that the irrigation tubing was kinked inside the handle the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are 100% inspected for irrigation before packaging. The customer complaint has been verified.

Event description:
It was reported that during a cardiac ep study with ablation procedure, multiple times during the ablation phase of the procedure, the coolflow pump would stop irrigation and reboot, "88" in display. Due to the failures of the pump, the nav sf mapping/ablation catheter became blocked with blood and would not irrigate. The delay was 60 minutes and the total of procedure was approximately 4 hours. Upon following up with the customer, bwi received additional information on (B)(4) 2014 which is now indicative of a reportable event. It was stated that the physician considered that the delay caused a potential risk to this patient.

Manufacturer narrative:
The concomitant products: thermocool sf non-nav, d-f, tc model# d-1314-05-s, lot # unknown. Cool flow pump,europe ship kit model # m-5491-01, serial # (B)(4). (B)(4).